Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). Hcp reported that the cause of the issue was unclear. Hcp noted the condition was preexisting, but worsening. Hcp reported pt had neurosurgery, but the issue was unresolved. Pt has been transferred to a higher level of care facility.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with an implantable neurostimulator (ins). Per caller, patient (pt) presented to ER on (B)(6) 2025 (one day after surgery) with legs that had become spastic since the surgery and pt was unable to stand, walk or bend their legs. Technical services (tss) reviewed need to check status of ins (on/off, what level of charge etc) so they can go ahead with t- and l-spine MRI scans. Caller indicates that pt had a cervical MRI this past weekend without any check being done of the scs system or use of MRI mode.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2025; brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.